Manufacturer narrative:
E1: patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that infusion set tubing was leaked at [where infusion set connects to cartridge pigtail] which led to high blood glucose level of 250mg/dl. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.